Event description:
Patient underwent initial aaa repair on (B)(6) 2003 and had a need of an additional procedure on (B)(6) 2009 due to aneurysm sac growth leading to endoleak. The leak was attempted to be treated with a zenith main body extension and coil in an isolated spot; however, this was not successful. Endoleak is persistent and physician recommend that the patient undergo open repair. Patient is reluctant.

Manufacturer narrative:
(B)(4) additional surgical repair is not specifically listed in the IFU. Device code: endoleaks are labeled in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. With the information provided there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the reported difficulty. A definitive root cause can not be reported or determined at this time. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.